Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer was unable to self-treat and required third-party treatment of insulin(does/type unspecified) via pump from their wife. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/temp values were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer was unable to self-treat and required third-party treatment of insulin(does/type unspecified) via pump from their wife. No further details were provided. There was no report of death or permanent impairment associated with this event.